Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, he inspected the lens before inserting it into a cartridge. There were no issues with outlook of the lens. During lens delivery, doctor noticed that there is a split at the cartridge tip. After lens was inserted into patient¿s eye, doctor noticed a light scratch mark on the iol. Lens is retained in the patient¿s eye and patient is recovering well from the operation. Additional information has been requested.